Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer reported an unspecified higher sensor reading, as compared to built-in meter. The customer experienced unspecified symptoms of hypoglycemia, and reported being unable to self-treat. The customer required treatment of food by third-party. There was no report of death or permanent injury associated with this event. The customer reported the following comparison, taken on (B)(6) 2022: sensor readings of 66 mg/dl compared to built-in meter result of 34 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.